Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, the atrial pacing capture threshold was elevated, and atrial oversensing.

Event description:
It was reported that the right atrial (ra) lead experienced high pacing impedance, high threshold, and oversensing. The ra lead was reprogrammed and turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.